Manufacturer narrative:
(B)(4). Investigation results: one flexiva 1000 laser fiber was returned in one piece. The piece measured approximately 276 cm from the top of the connector to the tip. Exposed glass portion of the tip measured approximately 2.5 mm and was fractured. The fiber tip was fractured with a portion detached. The remainder of the tip was not returned. The fiber was functionally tested on a laser console. The fiber was attached to the laser console and the "attach fiber" message extinguished, indicating that the fiber was recognized by the console. The aiming beam exiting the tip was slightly dim and distorted, likely as a result of the noted condition of the tip. Laser energy was passed through the fiber and the transmission efficiency was measured to be approximately 40%. It is likely that this poor efficiency was a result of the condition of the tip as detached. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 1000 laser fiber used in a bladder stone procedure in the bladder performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 100 watt laser console with high hertz settings according to the complainant, during the procedure, there was no energy coming out from the laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.